Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer was getting low readings, but the patient didn't look like they were that low. When customer changed the sensor the "new" reading correlated to the appearance of the patient. It was indicated that majority of the values were 0 and some in the low 80's. Once the sensor changed the values went back to the area of the 90's. No blood samples were taken. No known impact or consequence to patient.